Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching a low of 42 mg/dl blood glucose (bg) on their 4th day of the ilet. The user initially had a low from corrections down to the 40's which was corrected using the 15 & 15 protocol. The correction overshot the user to almost 400 mg/dl bg resulting in a heavy corrective dose which brought the user to 68 mg/dl bg. The user was educated on proper meal announcement, and the 15 & 15 rule. The user corrected bg with skittles and juice and did not require any further intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.